Event description:
It was reported that, during an unknown surgery, the locking spring of a sl/sbg/ipa mia double offset adap.r17/13 was taken off. There was a surgical delay of 5 min was reported, and a smith and nephew backup device was available to conclude the procedure. Neither patient injury nor other complications were reported due to this event.

Manufacturer narrative:
It was reported that during an unknown surgery, the locking spring of the double offset adapter 17/13mm right was taken off. There was a surgical delay of 5 min and a smith and nephew backup device was available to complete the procedure. The offset adapter device, intended for use in treatment, was returned for investigation. Upon visual inspection, the failure mode and the relationship between the reported event and the device was confirmed. The pin and locking key were not connected to the base body anymore. The device shows normal signs of usage such as small scratches and dents. Furthermore, the relevant drill hole itself looks properly machined. The protrusion at the tip of the pin is visible, which means that the pin was riveted at the time of manufacturing. The relevant dimensions of the base body and the pin were measured in the metrology department. Based on the measured dimensions, a performed tolerance analysis revealed that a proper riveting was still possible at the time of manufacturing and the pin could widen and result in a clamping due to riveting. Hence, there is no indication that the reported device failed to meet crucial manufacturing specifications upon release for distribution. A review of the production documentation did not reveal any deviation from the standard operating procedure. The device in question was manufactured in year 2009. Furthermore, no additional complaint with batch d66537 was reported so far and for the 17/13mm offset adapter right, no additional complaint with a reported loose pin was detected. As no patient injury was reported, no further clinical/medical assessment is warranted at this time. Based on the performed investigations, the probable cause for the pin loosening is attributed to a wear and tear issue through repeated use over time. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. To date, no further actions are deemed necessary. Smith and nephew will continue to monitor the device for similar issues. Should additional information become available, this complaint will be reassessed.

Event description:
It was reported that, during an unknown surgery, the locking spring of a sl/sbg/ipa mia double offset adap.r17/13 was taken off. There was a surgical delay of 5 min was reported, and a smith and nephew backup device was available to conclude the procedure. Neither patient injury nor other complications were reported due to this event.

Manufacturer narrative:
(B)(4).